Manufacturer narrative:
Manufacture dates: monitor: 08/03/2011. Battery: 10/28/2019. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's monitor was receiving discharge profile fault flags and the patient's battery pack was unable to hold a charge.